Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of a sensing anomaly was confirmed as noise in the laboratory via review of stored electrograms. The device was tested on the bench with automated test equipment and no anomalies were found. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that during implant procedure, there was a sensing issue noted. The device was not implanted.